Manufacturer narrative:
(B)(4). Device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Information received indicates this device is to be returned for evaluation. No medical reports will be provided per hospital policy.

Manufacturer narrative:
As received, the leaflets exhibit characteristic markings which indicate sutures were looped around commissure 3. Suture track and permanent indentations were present on the free margins of leaflets 2 and 3 at commissure 3. These indentations were most likely left by sutures that were tied tightly down and against commissure 3, thus leading to a gap at the coaptation region. No other inconsistencies were visually noted or in the x-ray, as the wireform is intact. Method: x-ray. Conclusion: suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Event description:
As reported, after implant of a 25 mm mitral valve, mild to moderate regurgitation jet on mitral valve was observed during post operative echo examination. The valve was explanted and replaced on pod3. Per medical description only partial closing of the valve. Per follow up with the health care provider on (B)(4) 2013, the case was discussed with the operating nurse and other surgeons who had observed the case. During the valve preparation, the post from tricentrix system was not completely released and most probably the leaflet was trapped with the suture. Echo, which I saw, showed more than moderate regurgitation and is rather an effect of leaflet catch (suture loop). New information received (B)(4) 2013, the patient was discharged to home and feels ok. Operative report will not be made available per hospital policy.